Manufacturer narrative:
The customer¿s report of a programming error and infusion at the wrong rate was confirmed. The pcu event log shows that at 7:43 am on (B)(6) 2017 the pump module was initially programmed to infuse bivalirudin standard dose 250 mg in 50 ml. The user entered (B)(6) for the patient weight. Because the dose was pre-populated to be 1.75 mg/kg/hr, this made the rate 39.9 ml/hr. The device was channeled off before the infusion was started and the system was shutdown and powered off. At 10:58 am, the system was powered on and the user selected new patient and same profile. The user then programmed an infusion of bivalirudin standard dose 250 mg in 50 ml. Since the user selected new patient when the system was powered on, the patient weight field was empty. The user entered (B)(6) for the patient weight. Because the dose was pre-populated to be 1.75 mg/kg/hr, this made the rate 23.3 ml/hr. The user programmed a delay for 120 minutes and the device was then in standby. At 11:24 am, the user selected start, selected cancel delay and started the infusion. The user then selected bolus. The dose was pre-populated for a dose of 0.75 mg/kg. The user started the bolus. At 11:25 am, the bolus dose completed and the device transitioned back to the primary infusion. At 11:26 am, the user changed the patient weight to (B)(6). The user selected yes to the guardrails warning ¿dose will recalculate based on new weight. Adjust dose or rate if required. Accept weight change?¿ the rate remained the same at 23.3 ml/hr, however the dose changed to 1.312 mg/kg/hr. The user did not adjust the dose or the rate at this time. At 11:27 am, the user channeled the device off. The device was then idle for several seconds. The user then selected the device and programmed an infusion of bivalirudin standard dose 250 mg in 50 ml. The patient weight remained the same at (B)(6), however the dose reverted to the default 1.75 mg/kg/hr, which made the rate 31.2 ml/hr. The infusion continued until 12:05 pm when the device was channeled off. The volume recorded as being infused during this period was 29.049 ml. The root cause of the event was user programming. Devices not received, log review only.

Event description:
The customer requested an event log review to determine programming steps completed by the user and understand how the device responds to a change in weight when a weight based infusion is being administered. The customer reported that bivalirudin (250 mg/50 ml or 5 mg/ml) was initially programmed with a 0.75 mg/kg bolus followed by a continuous infusion of 1.75 mg/kg/hr for a patient weighing 114 kg; however, the schedule of patients was changed and a new patient weighing 82 kg actually received the infusion. The expected bolus dose was to be 0.75 mg/kg followed by a continuous infusion of 1.75 mg/kg/hr. Less than 10 minutes after the start of the infusion, the user discovered an incorrect dose was being administered, as the programmed weight had remained at 114 kg. The user changed the weight to 82 kg, however the infusion continued at 39.9 ml/hr with a dose of 2.432 mg/kg/hr instead of the rate and dose the user expected of 28.7 ml/hr (1.75 mg/kg/hr). No patient harm or adverse effects were noted, and the procedure was completed as planned.